Event description:
The pump was reported to have failed remediation with error code 41786, indicating a system fault or main board malfunction. The issue occurred during testing. Investigation confirmed the presence of error code 41786 through a pump power-up test. This malfunction renders the event reportable. There was no patient involvement or adverse event associated with this incident.

Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the 12-month service history identified a prior repair on (B)(6) 2025, for an upstream occlusion alarm. However, the complaint review showed no evidence linking the current issue to any service performed during that period. The device underwent visual and functional inspection, which revealed contamination of the uso seal, and all functional tests failed due to error code 41786. The reported issue was confirmed during the pump power-up test. Further investigation determined that both the uso seal and the pwa require replacement. Repair of the unit is currently on hold due to a shortage of parts.